Manufacturer narrative:
(B)(4). S/w ver. Unknown. Retainer ring = black. On (B)(6) 2021 the customer reported that the screen is cracked. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rails, scratched case. After battery installation, the unit gave an unexpected flashing gray / blank display followed by an unexpected intermittent beep alarm. Unable to perform the displacement test due to the display anomaly. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. After removing the protective layer that covers the lcd circuitry, it was found that the lcd controller has a vertical crack in it. In summary, the customer's report that the screen is cracked was confirmed during visual inspection of the boards inside the case. The unexpected flashing gray / blank display is due to a vertically cracked lcd controller.

Event description:
Information received by medtronic indicated that the insulin pump got dropped by accident and screen got cracked. Customer reported that insulin pump was also ran over by a motorcycle and not go back to normal screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.